Manufacturer narrative:
The customer reported that the multi-gas unit is dropping numbers after use. Biomedical engineer did let the device warm up for an hour. When he performed the gas calibration it was correct. The dry line was just changed after he saw it was dropping numbers. Cables are connected. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multi-gas unit is dropping numbers after use. Biomedical engineer did let the device warm up for an hour. When he performed the gas calibration it was correct. The dry line was just changed after he saw it was dropping numbers. Cables are connected.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the multi-gas unit is dropping numbers after use. Biomedical engineer did let the device warm up for an hour. When he performed the gas calibration it was correct. The dry line was just changed after he saw it was dropping numbers. Cables are connected. The device was evaluated and the customer's complaint was duplicated. The gas sensing unit was changed to resolve the issue. The unit has been repaired and returned to the customer. The unit was calibrated and tested prior to shipping. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.